Manufacturer narrative:
Multiple attempts for product return and requests for additional information were made. The product has not been returned to masimo to allow an analysis to be performed. If new information is obtained or the product is returned, a follow up report will be submitted.

Event description:
It was reported there were intermittent readings during use of the sensor. The signal is lost sometimes and sensor stops the measurement. The customer notes that there are no signs of mechanical damage. There is no report of any patient impact or consequence as a result of the issue.

Manufacturer narrative:
The returned device was evaluated. During an internal inspection of the device, the unit was found to have an exposed solder joint (white conductor); causing an intermittent short between the white conductor and detector copper shield (inner shield) at the detector solder joint assembly. The sensor functioned intermittently. During evaluation the sensor was found to visually and audibly alarm during alarm conditions. A service history record review indicates that no prior events related to this failure mode have been reported against this unit.